Manufacturer narrative:
Concomitant medical products: product ID 37086, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient¿s therapy was ¿fine, but not effective on one side.¿ it was further reported that ¿high right side impedances¿ were measured after the patient¿s implantable neurostimulator (ins) had been replaced. Impedance testing indicated that unipolar electrodes 8, 9, 10, and 11 and all bipolar combinations of the former had high impedances of at least 24263 ohms. It was noted the bipolar impedance between electrodes 8 and 9 was ¿>40000¿ ohms. A revision procedure was conducted and intraoperative impedance testing found the ¿right lead was ok.¿ the patient¿s ¿physicians suspected the extension was causing the problem and they were going to perform a revision¿ as a result. However, additional follow-up noted that a revision procedure was not planned or performed. X-ray imaging was performed on the patient¿s leads and extensions and it was indicated that there were ¿no¿ specific issues noticed with the extension. The issue remained unresolved at the time of report. The patient was alive with no injury at the time of report. It was noted that high impedances had been measured prior to the initial surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted that impedances prior to the initial surgery were ¿normal or unknown¿ and that the high impedances were found after the ins replacement.